Event description:
It was reported the patient's blood glucose level read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones of 7.1 mmol/l (127.8 mg/dl). The pod reportedly came off the infusion site (arm), causing the cannula to dislodge. The patient went to the emergency room (ER) at the (B)(6) in edinburgh and was diagnosed with diabetic ketoacidosis (dka). Symptoms reported include thirst and fatigue. While at the hospital, the patient was diagnosed with cellulitis for a different pod site. A new pod was applied and the patient was given antibiotics. The patient was discharged the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.